Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. Heater was malfunctioning. Replaced heater. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. Per sample evaluation results on 23jul2024, it was reported that the arctic sun device had mixing pump and chiller pump were malfunctioning. The heater and drain valves were malfunctioning. Per follow up information received via email on 05aug2024, the device was issue was resolved replacement of circulating pump, mixing pump, cold pump, heater and drain valve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. Per sample evaluation results on 23jul2024, it was reported that the arctic sun device had mixing pump and chiller pump were malfunctioning. The heater and drain valves were malfunctioning.